Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user called for assistance setting up a new ilet pump. The agent guided the user through the setup process, including pairing a new dexcom g7 continuous glucose monitor (cgm) sensor after an incorrect code entry. The new sensor completed its warm-up successfully, and the user¿s blood glucose (bg) was 255 mg/dl at setup completion. The user had been using backup therapy and fingerstick readings. The highest blood glucose (bg) recorded was 255 mg/dl. Bg was corrected through ilet insulin delivery. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.